Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her blood glucose levels had been rising. The customer's blood glucose readings started at 215 mg/dl, then went up to 350 mg/dl, and then to 547 mg/dl. The customer said it's too high to read. Customer stated she wanted to speak with her doctor and did not feel safe to use the device. Customer was to revert to a back-up plan. Nothing was replaced or returned.